Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Lead not implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant the physician was unable to advance the stylet down the lead after several attempts. A second lead was requested. During the placement of the second lead, the physician applied additional turns to deploy the helix and during testing, high out of range impedance was observed. A third lead was then implanted without incident. The patient was stable before, during and after the procedure.